Event description:
It was reported that pinhole leaks occurred. A 5.5mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilation. During first inflation at 6 atmospheres, it was noted that pinhole-like leaks occurred from the balloon. Use of the device was discontinued. There were no patient complications as a result of this event.